Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they have had a stimulator for chronic pain for a number of years, but they only used it during the first 2 years. Patient reported to their healthcare provider (hcp) that it was starting to cause a pain in their right side heel. Patient let the stimulator lose its charge and at their next appointment they spoke to the hcp about wanting it removed. It was never directly taken serious throughout the next 2 years. Now 5 years later the charger sits on top of their sciatic nerve and patient is in constant pain from the tip of the nerve down to the spot on their heel. Patient wants the implant removed. They know it is the "charger" because the patient can pull it up through the skin and their nerve stops hurting when they are walking.